Event description:
It was reported that an ilet pump with serial number (B)(6) exhibited a damaged display screen; the backlight illuminated and audible alerts sounded when charging, but no visual information was visible, and the pump was deemed unreliable for insulin delivery and meal announcements. Symptoms included no reported changes in blood glucose. Outcomes included continuation of diabetes management using backup therapy and use of the cgm with the dexcom app or receiver. Investigation included review of the reported condition and arrangement for replacement and return of the affected device for evaluation. Investigation of this case revealed a broken or delaminated screen rendering the user interface nonfunctional while other audible alert functions persisted. It was concluded that the device experienced a hardware screen failure requiring replacement and return of the original unit, and that data would not transfer to the replacement, necessitating a standard startup process.